Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was implanted with device which had incessant noise at the optimal implant position. The device was removed and replaced. The patient was stable.

Manufacturer narrative:
Additional information: d10 the complaint of noise was confirmed. Analysis completed showed noise being detected at the first gain stage of the circuitry. The zero-ohm resistor was confirmed to be the wrong component, and this was the cause of noise issue. A manufacturing anomaly was suspected for the placement of wrong component.